Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Troubleshooting with tandem technical support indicated customer did not complete necessary steps to remove air from cartridge. Customer declined loading new cartridge and will continue to use current cartridge. There was no reported adverse impact to the customers blood glucose level.